Event description:
It was reported that the patient¿s stimulation was causing pain in the sciatic nerve. The patient had this pain for quite a while. The patient had not had good pain relief since implant. The patient had good pain relief during the trial, but her physician was not able to implant the second lead wire for pain therapy and she was not sure if that was why she felt the difference in pain coverage. The patient met with a manufacturing representative. The patient noted that the stimulation was located in the right place, but she sometimes felt like the stimulation turned off and would then turn on. The patient said she would journal when it happened. The patient did not require reprogramming. The patient outcome was not reported. Follow up is being conducted to obtain this information. If additional information is received, a supplemental report will be sent.

Event description:
The information regarding intermittent stimulation did not pertain to this event, see manufacturer¿s report # 3004209178-2014-17.227.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned.